Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection was unremarkable. Laboratory testing was unable to reproduce the reported clinical observations as a stylet was successfully able to be front loaded and back loaded into the lead without issue.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not successfully implanted due to difficulty inserting the guidewire. The lead was explanted and replaced without incident. No adverse patient effects were reported.